Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen tibial tray, cat#: unknown lot#: unknown, unknown nexgen femoral, cat#: unknown lot#: unknown. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06099, 0001822565-2017-06100, 0001822565-2017-06101.

Event description:
It was reported that the patient was revised to address loosening, osteolysis and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon further assessment this report should be voided as it is not related to the event.